Manufacturer narrative:
Analysis: the advanta v12 stent was returned from the field and evaluated. The shaft had been necked down and separated from the balloon approximately 5cm from the proximal balloon bond. The balloon bond was intact but also necked down to a smaller diameter due to the force applied by the physician when attempting to remove the balloon back through the introducer sheath. The balloon was able to be pressurized and a longitudinal tear in the dilatation zone of the balloon was noticed. Because the balloon had a tear in it the balloon was most likely unable to be deflated fully. The distal balloon cone had a ball of fluid still inside. When the balloon was pulled into the sheath the fluid still within the balloon was pushed into the distal balloon cone creating a ball. This acts like a plug preventing the balloon from entering the sheath. The details indicate that a kissing stent method was used but no other details were provided. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the deflated balloon to be withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check a review of the catheter balloon burst test data of 20 samples from this production lot of catheters was conducted. The lowest burst value was 20 atm. The requirement and labeled burst pressure is 12 atm. The 20 atm minimum pressure far exceeds the 12 atm requirement. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was ruptured on hard calcification deposits within the occluded area.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The patient had a lesion of the left iliac artery. Due to the location of the right iliac artery, the surgeon decided to use the kissing stent method. On the right iliac artery the balloon of the delivery catheter fractured. The surgeon used another balloon to recover the fractured device.